Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-apr-2025: the jaws of the instrument were opened.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and was found to have the instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the disks appear to be loose. Device history record review for the device involved with the reported event was completed. No non-conformances were identified to be related to the customer-reported event. The probable root cause of grip cable dislodged proximal, whether partial or full, may be attributed to damage during use, or during reprocessing. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.